Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had gotten error codes. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump rewind more than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind and self test. No unexpected rewind anomalies noted. No unexpected error message anomalies noted. Insulin pump received with broken belt clip slot.